Event description:
It was reported that via a merlin.net transmission, it was noted that the left ventricular lead exhibited high impedance and high thresholds. The lead was explanted and replaced. The patient was doing well since the procedure.